Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with arterial waveform quality.an image of the console screen showed minimal artifact in the ECG, 1:2 frequency, and artifact in the arterial waveform. Troubleshooting further revealed the bedside team was attempting to wean support and the patient experienced an episode of flash pulmonary edema. The patient was placed back in 1:1, but after the episode, had sub-optimal augmentation in 1:1 and was placed in 1:2. The esp personel discussed factors causing sub-optimal augmentation, catheter specific and patient specific. At this time, user stated that the patient had a newly developed murmur. The call was ended. No harm or injury reported.